Manufacturer narrative:
Date rec'd by MFR: 12jul2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported failed oxygen flow accuracy test. The fse remotely recommend swapping the solenoid valve. The customer states the issue has been resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported failed oxygen flow accuracy test. There was no patient involvement.